Event description:
It was reported that during the implant of this right atrial (ra) lead low out of range pace impedance measurements were reported. A lead fracture was alleged. The led was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection noted that a bent stylet was returned in the lead, the helix was retracted, and there was dried blood/body fluid in the helix housing. There was a puncture/tear in the insulation approximately 157mm from the terminal pin possibly from the stylet escaping the lumen. There was inner insulation damage noted at this location as well. The coils were also deformed in this location. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits thus refuting the allegation of lead fracture. The insulation damage was may have contributed to the low impedances observed.

Event description:
It was reported that during the implant of this right atrial (ra) lead low out of range pace impedance measurements were reported. A lead fracture was alleged. The lead was not used and was returned. No adverse patient effects were reported.